Event description:
On (B)(6) 2012, the patient contacted animas alleging that the down arrow keypad button had a delayed response and required multiple presses to elicit a response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a moist rag. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation - (B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: testing confirmed all buttons are intermittently responsive. The keypad was peeling and was removed : found contamination under all contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.